Event description:
Reporter indicated that vns patient has recently experienced an increase in seizures. It was reported that the pt wears hearing aids and has recently begun laser treatments on their ears to try to restore some of their hearing. The pt has reportedly experienced an increase in seizures since beginning the laser treatments. Investigation to date has been unable to determine whether the increase in seizures is an increase from previous efficacy with the vns therapy or an increase above pre-vns baseline frequency. Pre-vns seizure frequency is reported as 10-12 seizures per week.